Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported via device tracking form (dtf) on (B)(6) 2014 that a pump exchange took place.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the percutaneous lead (lead) cut approximately 2.5¿ from the pump housing and the severed portion of lead was also returned. The inflow conduit was returned attached to the pump inlet port. The outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. The examination of the pump¿s blood contacting surfaces prior to and post disassembly revealed no evidence of deposition. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were observed. The returned portions of the lead were tested for continuity and all wires were found to be electrically intact. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A specific cause for the reported lead infection and a correlation to the evaluation of the returned pump could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pump was exchanged due to a percutaneous lead infection. The pump was reportedly operating within normal limits and there was no hemolysis or suspected thrombus. The patient had a stroke 3 days after the pump exchange and expired 2 months later when support was withdrawn from the patient.